Event description:
Boston scientific received information that this patient with implanted right ventricular (rv) lead and an implantable cardioverter defibrillator (ICD) was checked in clinic by a competitor representative with reports of receiving shock therapy for noise. As checked, the lead exhibited low, out of range pacing impedance measurement and high pacing threshold measurement. They suspected a lead fracture and planned to explant the lead, however, the schedule is to be determined. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.